Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was frequent unresponsiveness or intermittent button response on all insulin pump buttons. The patient's blood glucose at the time of incident is unknown. The battery was changed but the buttons remained unresponsive. The insulin pump will be returned for analysis.